Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage. Troubleshooting confirmed that the blockage was located at the site. This event occurred on (B)(6) 2025. High blood glucose level was addressed with correction bolus via pump. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007935, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007935 was manufactured according to the work instruction (wi) version 97 and packaging in the machine m14 on 26-jun-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that an extended inspection was created due to delaminated tape, extended inspection was found within specification. The sub-assembly, welding of the lot 4f04507 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 25-jun-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f04508 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 26-jun-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f02889 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 24-jun-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f02890 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 25-jun-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f04489 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 26-jun-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f02905 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 26-jun-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related to claimed malfunction. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.